Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by adding 150 units more insulin and reloading the same cartridge.